Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) deployed prematurely during the case. There was no reported patient injury. The device was not returned because it was thrown away. The deployer was mynx trained. Manual compression duration was unknown. The device was stored and prepared according to the instructions for use. The sealant was prematurely exposed or deployed; however, the timing of when this occurred could not be determined. The device is not being returned for evaluation.